Event description:
There was an allegation of false negative influenza a results for the gm eplex resp pathogen 2 panel eua assay using the gm eplex base analyzer. The initial test using gm eplex base analyzer serial number (B)(6) had a result of only influenza a h1-2009 detected. No influenza a target was detected. The repeat test using gm eplex base analyzer serial number (B)(6) had a result of no targets detected.

Manufacturer narrative:
The gm eplex base analyzer serial numbers were (B)(6). A review of the raw data confirmed robust signals at the internal controls which indicates that the cartridges worked as intended. The investigation did not identify a specific cause of the event. The issue was consistent with a lower-than-intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having a potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. This issue could not be excluded by the investigation. The issue is also consistent with a low virus titer which can result in the detection of influenza a subtypes without the influenza a matrix and with low target concentration withdrawn and loaded into the delivery port. This can create limit of detection challenges if the concentration is at or near the analytical sensitivity of the assay.